Event description:
It has been reported that during a knee arthroplasty surgery, the knob on the alignment guide was unable to tighten or loosen. There were no other complications or delays reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and visual evaluation was done. As received, nut component is disassembled. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to previously addressed design issue and products field age. It was in use for 3 years 9 months. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.